Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from the us stating that the device needed service. It was found to have a bad gear box and was non-functional. It is unk if the device was used in surgery. It is unk if medical intervention occurred. No additional information is available.